Event description:
It was reported that the pt was not responding to sound as before. No head trauma has been reported. A CT scan shows the basal split electrode may have two-extra cochlear channels. Re-implantation is to be performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.